Event description:
It was reported, that the compressor would not start. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A compressor mini was reported not starting. A service engineer found the motor capacitor faulty and replaced it. After replacement of the capacitor for the motor, the compressor was running as expected and the device was returned back to clinical usage. The faulty capacitor was discarded. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. As the faulty capacitor was not sent back for further investigation, the root cause has not been established in this investigation.

Event description:
Manufacturer ref. #: (B)(4).